Event description:
The customer reported that they were attempting to put the wrist restraints on a young male of average size and build. The cuff broke while attempting to apply it to the patient. They reported that the cuff didn't show any sign of damage before applying them. There was no patient or personnel injury.

Manufacturer narrative:
(B) (4). A health hazard evaluation was performed on sample product in finished goods and the evaluation shows that although the rivets were disengaged from the lock, the basic function remained intact with the locking mechanism working to prevent the cuff from coming loose. Conclusions: based on the h.h.e. (Health hazard evaluation) performed the conclusion is that there is no risk of injury to the patient or caregiver which could result from the loose rivets. (B) (4).